Event description:
A customer reported that broken tip in pack at unknown timing of cataract surgery. The procedure completion details were unknown. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).